Event description:
A past high blood glucose event was reported by the customer, with the highest level recorded as "high," but the specific value was unknown. Cause was not known. The customer took corrective action by administering a correction injection via mdi, and it was noted that the control iq feature was active at the time of the event.